Event description:
Reporter alleged obtaining the results of 42 mg/dl and 111 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. Reporter stated that the strips she used for the test fell in the sink and she put them in the window to dry in case they had gotten wet, prior to testing. No adverse event reported. A request was made for the return of the affected product.